Event description:
A user facility registered nurse (rn) reported that an external dialyzer blood leak occurred immediately upon initiation of a patient¿s hemodialysis (hd) treatment. The blood leak was noticed as soon as blood reached the dialyzer. The leak was coming from the header of the device. The machine, a fresenius 2008t machine, did not alarm. Fresenius bloodlines were also being used. After the leak occurred, the treatment was paused. The patient¿s blood was not returned; estimated blood loss (ebl) was 100 ml. Upon closer inspection of the device, a small crack was identified on the dialyzer housing at the origin of the leak. The rn confirmed there was no patient serious injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on the same machine. The sample was confirmed to be available to be returned for manufacturer evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the complaint device was returned to the manufacturer for physical evaluation. The corporate provided blood port and adapter caps were attached to the device. The dialyzer had some blood throughout the fibers, and there was blood within the headers. The sample was subjected to a laboratory leak test. A slow leak was found at 8.0 psi from the cavity ID end. The dialyzer was then subjected to destructive disassembly for further visual examination. The threads were found to be intact, there were no cracks, and the o-ring was intact. Further examination of the complaint device did not identify any other damage or irregularities. Once dialyzer product is exposed to a post-production environment, such as clinic use, it is no longer of an original state as seen in quality testing for the release of product; as a result, laboratory testing may be inconclusive regarding the failure originally observed by the complainant facility. The number of complaints for the assigned symptom code on the lot number was reviewed and it was determined that the threshold was exceeded. A quality event was initiated for further investigation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was then conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The leak test confirmed that an external header leak occurred, however, the cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility registered nurse (rn) reported that an external dialyzer blood leak occurred immediately upon initiation of a patient¿s hemodialysis (hd) treatment. The blood leak was noticed as soon as blood reached the dialyzer. The leak was coming from the header of the device. The machine, a fresenius 2008t machine, did not alarm. Fresenius bloodlines were also being used. After the leak occurred, the treatment was paused. The patient¿s blood was not returned; estimated blood loss (ebl) was 100 ml. Upon closer inspection of the device, a small crack was identified on the dialyzer housing at the origin of the leak. The rn confirmed there was no patient serious injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on the same machine. The sample was confirmed to be available to be returned for manufacturer evaluation.